Manufacturer narrative:
H6: investigation summary: a sample was received for investigation. Through visual inspection, the complaint of component damage was confirmed. The tubing was damaged below the drip chamber, causing the drip chamber to separate from the rest of the set. The tubing was also expanded where it had separated. A device history record review for model 10013072 lot number 22115368 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect, and an investigation was performed. After investigation and along with the manufacturing and quality operations team, the root cause that generates the issue of component damage ¿ no leak in model 10013072 is an incorrect assembly due to the personnel not following procedure.

Event description:
It was reported that while using the bd alaris medical infusion system administration sets the line broke from below the drip chamber. The following was recieved from the initial reporter: verbatim: customer reported occurred during patient use (within 5-10 minutes of treatment) ¿ no reported patient injury or medical intervention. Line was primed with normal saline as rn was trying to start chemo-before starting-the line broke from below drip chamber.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd alaris medical infusion system administration sets the line broke from below the drip chamber. The following was recieved from the initial reporter: verbatim: customer reported occurred during patient use (within 5-10 minutes of treatment) ¿ no reported patient injury or medical intervention. Line was primed with normal saline as rn was trying to start chemo-before starting-the line broke from below drip chamber.